Manufacturer narrative:
H6, results-no definitive code for pulse generator. Primary results of device analysis revealed no anomaly found and alleged complaint could not be duplicated. Testing on concomitant products revealed no anomaly found, though damage to the devices had most likely occurred at explant. Unable to provide further info on pt from foreign sources.

Event description:
The pt had been experiencing the device coming on by itself and giving him shocks. The physician tried to do impedence checks but this was impossible as it would cause shocks through the pt. Also the cycling mode would go into continuous on its own. The pt was using the device for peripheral nerve stimulation on the medical nerve, right arm." The device was explanted as physician was unable to manage the device to deliver therapy as desired without unexpected discomfort.